Manufacturer narrative:
Concomitant products: product ID 37612, serial# unknown, product type implantable neurostimulator; product ID 3387s-40, lot# v335185, product type lead; product ID 3387s-40, lot# v335517, product type lead; product ID 7482a51, serial# (B)(4), product type extension; product ID 7482a51, serial# (B)(4), product type extension; product ID 37651, serial# unknown, product type recharger. (B)(4).

Event description:
It was reported the patient had fallen three times during the three weeks prior to report. It was noted the last fall occurred (B)(6) 2013 and the patient ¿got a black eye¿ from the event. The patient reported they had not met with a physician since falling. The patient stated their therapy was ¿not working.¿ additional information stated the patient ¿landed in the hospital¿ after their third fall. The patient noted her ribs were ¿still sore¿ 17 days after the fall. The patient stated a manufacturer representative told her they ¿did not want to change the pulse width of her stimulation because it could cause them to be off-balance.¿ the patient was redirected to their health care provider. Additional information has been requested, but was not available at the time of this report. A supplemental report will be filed if additional information becomes available.